Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used during a gastroscopy procedure in the patient¿s stomach on (B)(6) 2015. According to the complainant, during the procedure, while attempting to treat a bleed in the stomach the injection gold probe device failed to cauterize. The device was removed from the patient and no current would flow through the distal tip upon checking. The device was connected directly to an adapter cord and despite an increase in power setting no cautery was produced. No issues with the generator or other electrocautery devices were reported. The procedure was completed with another injection gold probe using the same generator and generator settings. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of probe failed to transmit current. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.